Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Five days following the implant surgery, the pt presented with a temporal red and white bump and was treated with medications for a conjunctival lesion. Approx three weeks following the implant surgery, the pt reported a foreign body sensation to the lower eyelid and a swelling feeling. One month following implant surgery, the pt reported a shadow in her peripheral vision; she was treated with medications for blepharoconjunctivitis. The foreign body sensation and conjunctival lesion did not improve and two months following implant surgery the pt was treated for clogged meibomian glands of the left lower eyelid and treated with medications. Three months following implant surgery, the pt reported seeing a curtain in her peripheral vision when looking to the right. She was referred to a neuro-ophthalmologist who could not explain the shadow in her vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 12/07/2009 by phone. Additional info was received by phone and medical records.